Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/essure in the distal end or around the tube with the possibility in the cul-de-sac or in the right side of pelvic cavity") in a 36-year-old female patient who had essure (batch no. 709953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral injury and urinary incontinence (leaks urine with cough, sneeze, laugh, jumping, running.). Previously administered products included for an unreported indication: lexapro, phentermine, ortho-tri-cyclen and depo-provera. In (B)(6) 2011, the patient had essure inserted. On (B)(6)2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and the second episode of dyspareunia ("dyspareunia ((painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy (full)/bilateral salpingectomy/tubal ligation). Essure was removed on (B)(6)2013. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain and the last episode of dyspareunia had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: her right essure coil reportedly migrated and was adherent to uterus (uncertain whether it was inside or outside uterus). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: unilateral occlusion (left tube occluded). Patent right tube, and the presence of essure in the distal end or around the tube with the possibility in the cul-de-sac or in the right side of the pelvic. The right essure coil external to the fallopian tube. Coil may reside intramural within the uterus or within the intraperitoneal cavity. Contrast spills freely from the right fallopian tube into the dependent portion of the pelvis. The left fallopian tube is occluded and the essure coil appears in good position. The essure coil is external to the right fallopian tube as described above. 2. Left essure coil within the left fallopian tube, occluded. Pathology test - on (B)(6)2013: clinical diagnosis and history: patient with history of pelvic pain resultant from essure, sui pre and post operative diagnosis: patient with history of pelvic pain resultant from essure, sui final diagnosis: uterus, cervix, and fallopian tubes; hysterectomy with bilateral salpingectomy -weight -cervix - endometrium 78 grams -- benign tunnel clusters -- negative for dysplasia -- secretory pattern endometrium --negativeformalignancy -serosa -- leiomyoma - fallopian tubes -- simple paratubal cyst -- evidence of prior tubal ligation. Concerning injuries reported in this case the following ones were described in patient medical records: abdominal pain and device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-may-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device/essure in the distal end or around the tube with the possibility in the cul-de-sac or in the right side of pelvic cavity") in a (B)(6) female patient who had essure (batch no. 709953) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included urethral injury and urinary incontinence (leaks urine with cough, sneeze, laugh, jumping, running.). Previously administered products included for an unreported indication: lexapro, phentermine, ortho-tri-cyclen and depo-provera. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and the second episode of dyspareunia ("dyspareunia ((painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy (full)/bilateral salpingectomy/tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain and the last episode of dyspareunia had resolved. The reporter considered abdominal pain, device dislocation, pelvic pain, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: her right essure coil reportedly migrated and was adherent to uterus (uncertain whether it was inside or outside uterus). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (left tube occluded). Patent right tube, and the presence of essure in the distal end or around the tube with the possibility in the cul-de-sac or in the right side of the pelvic. The right essure coil external to the fallopian tube. Coil may reside intramural within the uterus or within the intraperitoneal cavity. Contrast spills freely from the right fallopian tube into the dependent portion of the pelvis. The left fallopian tube is occluded and the essure coil appears in good position. The essure coil is external to the right fallopian tube as described above. Left essure coil within the left fallopian tube, occluded. Pathology test - on (B)(6) 2013: clinical diagnosis and history: patient with history of pelvic pain resultant from essure, sui pre and post operative diagnosis: patient with history of pelvic pain resultant from essure, sui final diagnosis: uterus, cervix, and fallopian tubes; hysterectomy with bilateral salpingectomy -weight -cervix - endometrium 78 grams -- benign tunnel clusters -- negative for dysplasia -- secretory pattern endometrium --negative for malignancy -serosa -- leiomyoma - fallopian tubes -- simple paratubal cyst -- evidence of prior tubal ligation. Concerning injuries reported in this case the following ones were described in patient medical records: abdominal pain and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet and medical records received. Case became incident and valid. Reporter information received. Patient demographic information updated. Product information female sterilization updated. Essure start date and stop date updated. Other relevant history and lab data updated. Essure lot number newly added. Other relevant history and lab data updated. Event injury was replaced with migration of essure device location of device, dyspareunia (painful sexual intercourse), pain, abdominal pain, dyspareunia ((painful sexual intercourse) were newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.